Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was unable to connect to the implantable neurostimulator (ins) using the patient programmer or the implantable neurostimulator recharger (insr), and the patient was unable to charge the ins. It was also reported that the patient was in pain due to a bone disease where the bones slid out of the socket / pulled tendons loose and a knee replacement surgery. The ins battery had died. It was determined that the patient had not used the implantable neurostimulator (ins) for a week while in bed and taking antibiotics. It was noted that the most recent successful recharge session was a few weeks ago. Actions/interventions/troubleshooting/diagnostics for this event included trying the patient programmer and trying the insr. It was also reported that an appointment scheduled with the healthcare professional. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the stimulator was still not working. The patient stated that the implant would not connect and after charging all the way up to 100 it was still not working and hadn't worked in three months. The screen on the programmer doesn't work; it just gave a doctor symbol. The patient stated that it died and couldn't provide a code. The patient had a fall on (B)(6) 2016. It quit working in the beginning of december and that's when it started acting up and they were charging all the time and it wouldn't hold a charge.

Event description:
Additional information was received from the patient. It was reported that the ins was not charging to full and it was not keeping the charge longer than a day. The patient also experienced more back pain. It was noted that the patient had been moving around quite a bit lately. The patient reported that the recharging issues began four to five months prior to (B)(6) 2016. This timeline conflicts with the earlier report of the device not holding a charge. The patient reported that a manufacturer representative (rep) was made aware of the ins not charging to full and not keeping the charge longer than a day four to five months prior to (B)(6) 2016. The patient was to follow-up with a healthcare professional. It was noted that the patient was calling the manufacturer to speak to a rep about either having the ins moved or removed.